Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device passed displacement test and basic occlusion test. However, the device was unable to prime unit during prime test due to faulty force sensor resistor. The device was received with minor scratches on lcd window, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose level was not included in the report. It was reported that customer was unable to rewind the insulin pump. Nothing further reported.